Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the subject device was used in combination with lmd-x310st (main monitor), lmd-x310st (sub monitor), imh-20, and up-25md. When up-25md was turned on, the image of lmd-x310st (main monitor) disappeared. There was no problem with the image on the sub monitor. The image on the main monitor was restored after a few minutes. The intended procedure was continued and completed. There was no report of patient injury associated with the event.